Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my sides hurts a lot in pain') and cervix haemorrhage uterine ('my cervix bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix haemorrhage uterine (seriousness criterion medically significant), overweight ("over weight"), alopecia ("hair loss"), tooth fracture ("two teeth chipped"), carpal tunnel syndrome ("mild carpool tunnel syndrome"), cystitis ("lots of bladder infection"), fluid retention ("fluid issues they cannot figure out why I'm retaining"), polymenorrhoea ("periods every two weeks"), peripheral swelling ("foot swelling"), mood swings ("my mood changed for worse") and abdominal distension ("my stomach swelled like I was 9 months pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cervix haemorrhage uterine, overweight, alopecia, tooth fracture, polymenorrhoea, peripheral swelling, mood swings and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, carpal tunnel syndrome, cervix haemorrhage uterine, cystitis, fluid retention, mood swings, overweight, pelvic pain, peripheral swelling, polymenorrhoea and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: my sides hurts alot in pain, overweight, hair loss, two teeth chipped, mild carpool tunnel syndrome, lots of bladder infection, fluid issues they cannot figure out why I'm retaining, periods every two weeks, foot swelling, my cervix bleeding, my mood changed for worse, my stomach swelled like I was 9 months pregnant . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information. Patient demographic information updated. Events: my sides hurts alot in pain, overweight, hair loss, two teeth chipped, mild carpool tunnel syndrome, lots of bladder infection, fluid issues they cannot figure out why I'm retaining, periods every two weeks, foot swelling, my cervix bleeding, my mood changed for worse, my stomach swelled like I was 9 months pregnant were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my sides hurts a lot in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("periods every two weeks"), abdominal distension ("my stomach swelled like I was 9 months pregnant"), cervix haemorrhage uterine ("my cervix bleeding"), overweight ("over weight"), alopecia ("hair loss"), tooth fracture ("two teeth chipped"), carpal tunnel syndrome ("mild carpool tunnel syndrome"), cystitis ("lots of bladder infection"), fluid retention ("fluid issues they cannot figure out why I'm retaining"), peripheral swelling ("foot swelling") and mood swings ("my mood changed for worse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea, abdominal distension, cervix haemorrhage uterine, overweight, alopecia, tooth fracture, peripheral swelling and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, carpal tunnel syndrome, cervix haemorrhage uterine, cystitis, fluid retention, mood swings, overweight, pelvic pain, peripheral swelling, polymenorrhoea and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: my sides hurts alot in pain, overweight, hair loss, two teeth chipped, mild carpool tunnel syndrome, lots of bladder infection, fluid issues they cannot figure out why I'm retaining, periods every two weeks, foot swelling, my cervix bleeding, my mood changed for worse, my stomach swelled like I was 9 months pregnant. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my sides hurts a lot in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("periods every two weeks"), abdominal distension ("my stomach swelled like I was 9 months pregnant"), cervix haemorrhage uterine ("my cervix bleeding"), overweight ("over weight"), alopecia ("hair loss"), tooth fracture ("two teeth chipped"), carpal tunnel syndrome ("mild carpool tunnel syndrome"), cystitis ("lots of bladder infection"), fluid retention ("fluid issues they cannot figure out why I'm retaining"), peripheral swelling ("foot swelling"), mood swings ("my mood changed for worse"), back disorder ("having back issues now") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea, abdominal distension, cervix haemorrhage uterine, overweight, alopecia, tooth fracture, peripheral swelling and mood swings outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, alopecia, back disorder, back pain, carpal tunnel syndrome, cervix haemorrhage uterine, cystitis, fluid retention, mood swings, overweight, pelvic pain, peripheral swelling, polymenorrhoea and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: my sides hurts alot in pain, overweight, hair loss, two teeth chipped, mild carpool tunnel syndrome, lots of bladder infection, fluid issues they cannot figure out why I'm retaining, periods every two weeks, foot swelling, my cervix bleeding, my mood changed for worse, my stomach swelled like I was 9 months pregnant, concerning the injuries reported in this case, the following ones were reported via social media : back pain this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my sides hurts a lot in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("periods every two weeks"), abdominal distension ("my stomach swelled like I was 9 months pregnant"), cervix haemorrhage uterine ("my cervix bleeding"), overweight ("over weight"), alopecia ("hair loss"), tooth fracture ("two teeth chipped"), carpal tunnel syndrome ("mild carpool tunnel syndrome"), cystitis ("lots of bladder infection"), fluid retention ("fluid issues they cannot figure out why I'm retaining"), peripheral swelling ("foot swelling"), mood swings ("my mood changed for worse"), back disorder ("having back issues now") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea, abdominal distension, cervix haemorrhage uterine, overweight, alopecia, tooth fracture, peripheral swelling and mood swings outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, alopecia, back disorder, back pain, carpal tunnel syndrome, cervix haemorrhage u. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - having back issues now, and reporter information were added. On 23-mar-2020: plaintiff fact sheet received: reporter was added on 23-mar-2020: social media received. Reporter information added. Event back pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.